Event description:
The collar of the luer connection has two threads and doesn't stay engaged and connected to the closed system transfer device (cstd). This caused leaking. Vendors were very receptive to assisting us solve the problem. Leaking has occurred with 10 different patients at the site of the closed system transfer device adapter and the luer lock tubing.